Event description:
Customer called and said they had a weld break on their bed.

Manufacturer narrative:
Bed was inspected by primus medical on (B)(4) 2013. The inspection determined that the bracket where the foot high-low actuator mounts onto the backbone of the bed frame broke off. A new bed frame was delivered to the customer on (B)(4) 2013. This problem has been assigned CAPA #(B)(4), and a f/u report will be submitted upon completion of the corrective action.